Manufacturer narrative:
Concomitant medical product: model: 5076-52, lead; implanted:(B)(6) 2006 ; model: 429688, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Also noted was oversensing noise and high/undefined pacing impedance. The low-voltage, pace/sense portion of the rv lead was capped and a previously implanted/capped low-voltage, pace/sense rv lead was reactivated. The high-voltage, defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.